Manufacturer narrative:
On an unreported date reported as "at the beginning of (B)(6) 2020", the event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The detailed cause was unknown. The patient was hospitalized for treatment for the event, however, treatment detail was not provided. The patient was discharged from the hospital (outcome not reported), and over a period of ten days, the patient experienced peritonitis again and was hospitalized for treatment. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.